Manufacturer narrative:
Follow-up #1 and final report submitted to update based on the results of investigation. Reported event: an event regarding inclination discrepancy involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 555 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding cup placement discrepancy. There were only 9 other reported events ((B)(4)). Conclusion: all system accuracy checks passed. The bone array is stable. There is a noticeable pelvic registration rotational error, which may cause the inaccurate cup placement.

Event description:
Tha case went fine up until after cup impaction and verification of the cup. After cup was verified in surgical results, ap x-ray showed that cup inclination and version was not at 45,20. There was a 30 minute surgical delay and the case was completed manually. Logs/session files located in (B)(6).

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tha case went fine up until after cup impaction and verification of the cup. After cup was verified in surgical results, ap x-ray showed that cup inclination and version was not at 45,20. There was a 30 minute surgical delay and the case was completed manually. Logs/session files located in the s:drive complaints "(B)(6)".